Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm model #: sc-4318 serial #: (B)(4), description: clik x anchor model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the midline incision site. It was noted that the incision was opened and the anchors were exposed. It was believed that the infection was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure. No device malfunction was suspected.